Manufacturer narrative:
Report inconclusive. Evaluation could not be performed because the tool was discarded by the customer. This is a known failure mode that could occur due to excessive pressure, such as bending or prying, on dissecting tools. The user manual contains the following warning ¿bending or prying may break the accessory, causing harm to patient or staff. Do not use excessive force to pry or push bone with the attachment, tool or blade during dissection." We will continue to monitor this complaint type for trends.

Event description:
It was reported that the tool broke after 10 seconds of regular usage during the procedure. The broken tip fell into the surgical site and an additional x-ray was performed in order to locate the device fragment. The procedure was delayed between five to ten minutes due to the device issue. The patient had no further negative outcome. On follow up some patient information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.